Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a post-implant check which revealed a polarity switch. Increased impedance values were observed and the implantable pulse generator (ipg) was reprogrammed. A half a month later high impedance values were observed and the threshold value had increased. The physician elected to replace the ipg suspecting a header connection issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.